Event description:
Customer states the device failed the defib test/opcheck. No pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.